Event description:
It was reported that the sec v/nv 20dp 50pk tubing drained the chamber and caused the air in line alarm to go off, even though all the medication did not flow out. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "tubing is draining the chamber causing air in the line without emptying the bag entirely of drug. It happens toward the end of the infusion. They¿ve opened the vent valve so its not pressure from that".

Manufacturer narrative:
H.6. Investigation: one photo was taken by the customer that verifies the customer complaint that towards the end of infusion, air in line is being triggered due to the tubing draining the chamber without emptying the bag entirely of drug. No product was returned by the customer. The customer complaint that towards the end of infusion, air in line is being triggered due to the tubing draining the chamber without emptying the bag entirely of drug could not be replicated due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the sec v/nv 20dp 50pk tubing drained the chamber and caused the air in line alarm to go off, even though all the medication did not flow out. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "tubing is draining the chamber causing air in the line without emptying the bag entirely of drug. It happens toward the end of the infusion. They¿ve opened the vent valve so its not pressure from that"